Event description:
During diagnostic laparoscopy co2 had gotten into the patient's portal vein and filled all four channels of the heart. The patient then went into "v-tach." The doctors were able to "reverse" everything. The patient is resting in the hospital.